Event description:
The customer reported that the central nurse's station (cns) screen went blank when they tried to print out the ECG strips. No consequence or impact to the patient.

Manufacturer narrative:
Details of complaint: on (B)(6) 2019, the customer at (B)(6) hospital reported that the screen on the central nurse's station (cns: pu-681ra; (B)(6) ) went blank when trying to print out ECG strips. No patient harm was reported. Service requested / performed: troubleshooting. Service performed: an irc (irc-nka300192786) was initiated for investigating the issue. Investigation summary: nkc investigation found that the watchdog rebooted the os, but the cause could not be identified since the necessary information for the investigation could not be obtained. The overall risk level of this event is "medium." The reported issue does not require further investigation through CAPA process. Manufacturer's hazard analysis determined the residual risk of the cns screen being suspended during an operation being performed, is acceptable.

Manufacturer narrative:
The customer reported that the central nurse's station (cns) screen went blank when they tried to print out the ECG strips. No consequence or impact to the patient. Per the customer, when somebody tried to print out ECG strips and when they did that, the screen went blank. They said that they saw 4 tabs on the screen and the rest of it was blank. They could click on the windows key and it would pop up the start menu. Nk tech support asked the customer to power down the unit by pressing on the power button on the cns. When they powered it back on, the cns booted up, but then it went from the cns-6000 splash screen to the bios screen and it rebooted again. For the second reboot, the cns got through to the all beds screen. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field contains no information (ni), as attempts to obtain information were made, but not provided: concomitant medical device.

Event description:
The customer reported that the central nurse's station (cns) screen went blank when they tried to print out the ECG strips. No consequence or impact to the patient.